Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed the self test, a21 error test, basic occlusion test and displacement test. Unable to prime during the prime a/33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. An unexpected motor noise anomaly was noted during the rewind due to faulty motor. The motor assembly was found with corrosion. The device was received with severly scratched display window and missing end cap sticker.

Event description:
Customer's father reported that the insulin pump made a noise like the motor was still running. The blood glucose reading was not given. Nothing further was reported.